Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and hospitalized due to high blood glucose on (B)(6) 2017 over 600 mg/dl blood glucose at the time of the incident. The customer experienced symptoms such as vomiting and loss of consciousness. The customer was wearing the insulin pump during the incident. The customer stated that they were treated with fluids. Troubleshooting was not completed. The customer was using infusion sets for 8 days. The customer also mentioned high blood glucose incidents. The insulin pump will not be returned for analysis.